Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (intermittent image) was not duplicated in the repair department, therefore, it is likely there was no abnormality in the subject device, but a problem with any of the other devices connected (for example: scope, video processor, digital light source cable). Per the legal manufacturer, the other issue identified in the initial report (air could be heard escaping) has no potential to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "the pictures going in and out and getting a black screen" was not confirmed; the unit was tested with multiple scopes and a video processor and the problem could not be duplicated. The image stabilized and appeared normal. The reported problem of "air could be heard escaping from the device" was confirmed; a worn air joint unit inside the scope socket was found, resulting in air leakage. In addition, a bad scope socket was identified due to the locking mechanism not protecting the pins.

Event description:
A user facility reported to olympus that the air could be heard escaping from the device and the image was intermittently lost. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.